Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated and was remaining high even after corrections were delivered. The customer was "getting sick" and was the cause of the high bg. The customer declined tandem customer technical support's (cts) offer to troubleshoot and had cts assist with setting a temporary basal rate to help address the bg level.